Event description:
The complainant stated when the nurse call is pressed, he only hears the relay.

Manufacturer narrative:
The accounts biomed isolated the issue to the sidecom cable. He replaced the sidecom cable to repair the bed.